Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2020. All the components part of the prothesis were removed and replaced by an antibiotic impregnated spacer (non-fx product). Primary surgery occurred (B)(6) 2017.